Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. In addition, the pump battery gauge was noted to have behaved erratically. The battery gauge dropped from 90% battery life to 65% within a few minutes, then returned to 70%. The pump battery gauge was also noted to have remained at 80% during charging for one hour. After disconnecting the pump from the charger, the battery gauge jumped to 100%. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Co.

Manufacturer narrative:
.